Event description:
Three incidents were reported by this user facility. The icp readings of the probe were not reliable. The probe was removed and the reading was -2 and -4 in room air. This medical device report is linked to medical device report #'s: 2023988-2005-00042 and #2023988-2005-00044